Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal right coronary artery to mid right coronary artery. A 2.5 mm non bsc balloon catheter was advanced and inflated to 14 atms to predilate the lesion. An intravascular ultrasound was performed. A 2.75x16mm promus element plus drug eluting stent was selected to treat the lesion; however, the device was unable to cross the lesion. When the device was removed, it was noted that the distal edge of the stent was lifted. Another dilatation was performed using an unspecified balloon catheter at 18 atmospheres and then a 2.5mmx24mm promus element stent was deployed without issue. Post dilatation was performed and was inflated twice at 16 atmospheres. Intravascular ultrasound was performed. The procedure was completed with the implant of a 3.5mmx24mm promus element at proximal site. No patient complications were reported and the patient¿s status was good.